Manufacturer narrative:
Patient age at time of event was not provided. Date of event was not provided. Device model #, lot information, and catalog information was not provided. Date user facility became aware of event was not provided. Approximate age of device was not provided. (B)(4). Device manufacture date was not provided. Investigation: no information regarding the event was provided to assist with the investigation. The investigation was based on the information received to date, and are closing the report until further information is received for investigation. It is impossible to comment on alleged "punitive damages." No evidence to suggest a device failure. No conclusion could be drawn.

Event description:
It is alleged that "patient received a cook gunther tulip on (B)(6) 2007 at (B)(6)." It is alleged that the patient was injured without further explanation. Patient is seeking punitive damages. Hospital and medical records have been requested but not yet provided. The information only lists the description of event information. It is unknown if there have been any adverse effects at this time. It is unknown if any intervention was performed at this time.

Manufacturer narrative:
Investigation evaluation - it has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating 'tilt, organ perforation, bilateral inguinal pain, migration'. Manipulation in the area of the filter implant may cause migration or contribute to changes in the filter configuration and placement. Vena cava wall perforation is a known potential complication of vena cava filters. Both symptomatic and asymptomatic events have been reported. Among other causes, vena cava wall perforation may inadvertently be initiated by improper deployment, excessive force or manipulations near an implanted filter (e.g., a surgical procedure in the vicinity of a filter) and (or) procedures that involve other devices being passed through an in situ filter. There is a current debate in the published scientific literature on a differentiation between ivc wall perforation with and without clinical sequelae. E.g. Filter legs may be outside the contrast lumen on imaging without actually perforating the ivc wall (known as tenting) and with no clinical sequelae. In contrast, perforation of adjacent organs is reported with clinical sequelae. Filter tilt is a known risk in relation to filter implant reported in the published scientific literature and may occur during placement or during implanting period. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
This additional information received on 06/16/2016 as follows: plaintiff allegedly received an implant on (B)(6) 2007 via the femoral vein due to dvt and pe. Plaintiff is alleging tilt, organ perforation bilateral inguinal pain, and migration. Plaintiff alleges that two ivc filters were implanted on (B)(6) 2007, but implantation center records and subsequent imaging records note only one filter.

Event description:
Per abdominal/pelvic CT, dated (B)(6) 2018, "an ivc filter is in place below the level of the renal veins. This is tilted proximally to the right by 14 ° and anteriorly by 12 °. The distal anchoring struts clearly extend beyond the vessel wall approximating the right margin of the aorta, anterior lumbar spine, and right psoas muscle. There is no bending or breaking of the device. There is no ivc stenosis."

Manufacturer narrative:
Investigation is reopened due to additional information provided. The following allegations have been investigated: bilateral inguinal pain. The reported allegations have been further investigated based on the information provided to date. Unknown if the reported bilateral inguinal pain is directly related to the filter and unable to identify a corresponding failure mode at this point in time. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred. Blank fields on this form indicate the information is unknown or unavailable, or unchanged.